Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No button error alarm noted and all buttons responded properly. Unit had scratched display window.

Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.